Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "case is damaged," which was confirmed through visual observation of heat damage on the rear case. The cause of the heat damage was determined to be fluid intrusion on the radio printed circuit board (pcb), rendering the unit unable to be repaired. The device has been removed from service. Additional information: burn of device/component, overheating of device/component, electrical shorting.

Event description:
It was reported that a spectrum pump wireless battery module had the symptom of "case is damaged," which was clarified during baxter's evaluation as burn/heat damage. It was also reported there was no patient involvement.